Event description:
A us distributor returned a monitor and reported that the response buttons were non-functional.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation the front and rear response button were difficult to activate. The failure was isolated to physical damage to both response buttons. The root cause for the damaged response buttons could not be positively identified.. No adverse event resulted from the damaged monitor.